Event description:
It was reported that during the initial implant of this pacemaker, unipolar paced heartrate of approximately 72 beats per minute (bpm) was observed, and further investigation found the device was in safety mode. A different pacemaker was successfully implanted, and the procedure was completed. No adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that during the initial implant of this pacemaker, unipolar paced heartrate of approximately 72 beats per minute (bpm) was observed, and further investigation found the device was in safety mode. A different pacemaker was successfully implanted, and the procedure was completed. No adverse patient effects were reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during the initial implant of this pacemaker, unipolar paced heartrate of approximately 72 beats per minute (bpm) was observed, and further investigation found the device was in safety mode. A different pacemaker was successfully implanted, and the procedure was completed. No adverse patient effects were reported additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Please see below for corrected/updated additional manufacturer narrative information: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during the initial implant of this pacemaker, unipolar paced heartrate of approximately 72 beats per minute (bpm) was observed, and further investigation found the device was in safety mode. A different pacemaker was successfully implanted, and the procedure was completed. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.